Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-05652, 0001822565-2018-05655, 0001822565-2018-05656. Concomitant medical products: all-poly patella cemented 29 mm diameter item# 42540200029 lot# 63308860, psn asf cr 12mm ve l 3-11 ef item# 42512000512 lot# 62274915, psn tib stm 5 deg sz e l item# 42532007101 lot# 63505551. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial total knee procedure and subsequently the patient is reporting unspecified allegations of personal injury. No revision procedure has been reported to date. No additional information is available at this time.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.